Event description:
It was reported that the 9800 system had an overload fault error message prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board, generator drive, and the high voltage tank were replaced. The generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.